Event description:
Ous MDR - after an implantation period of about 62 months, oversensing was reported via home monitoring. During the following follow up, the oversensing could be reproduced during provocative maneuvers. No further information with regard to explant of the lead are available at the moment. Should we receive additional details, this report will be updated. At that time the lead remained implanted. No adverse patient side effects have been reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore, the device itself could not be investigated. The received data were carefully analysed. The available impedance trend confirmed the presence of artefacts in the rv channel, which led to the detection of vf episodes. No shocks were delivered. These observations suggest the presence of a potential insulation damage on the lead as already mentioned in the complaint description. In spite of the information available for analysis, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.